Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. This supplemental is a correction, updating b5, h6 and h10. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: (B)(6) was not returned for evaluation. The reported low flow and "low power" event was confirmed through log file analysis which a sharp sustained decrease in power consumption and estimated flows starting on (B)(6) 2020 leading to parameters below the normal operating range. 74 low flow alarms have been logged since on (B)(6) 2020. 1 high watt alarm associated with an increase in pump rotational speed was logged on (B)(6) 2020. 1 vad disconnect alarm was logged on (B)(6) 2020 at 20:20:48 due to physical disconnection of the driveline from the controller, likely due to the reported "connected the vad to the driveline extension cable" event. Review of the event log file revealed a reactivation event logged on 13/nov/2020 at 20:20:47, due to an open phase on the rear stator. The reactivation event is an additional finding not related to the reported event. A subsequent increase in power consumption and estimated flows was observed on (B)(6) 2020 to baseline parameters. The reported occlusion event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient was hospitalized due to extreme low flows and low power, possibly due to right heart failure (rhf). The patient was treated with an extracorporeal membrane oxygenation (ECMO) due to being hemodynamically unstable. A computed tomography (CT) scan revealed a blockage in front of inflow cannula, it was suspected to be a thrombus. A follow up computerized tomography (CT) scan did not find a thrombus in the left ventricle but did find one at the aortic arch, between left common carotid artery branch and left subclavian artery branch. The patient was moved to the operating room for vad replacement, but flow was restored after the doctor connected the vad to the driveline extension cable, which corresponds with the observed increase to baseline parameters. The vad remains in use and the patient was treated with medications. Additional information provided indicated that the patient's consciousness was maintained however breathing became worse and oxygen was not maintained. The patient experienced respiratory failure and ventilator support was required, the patient was re-intubation. Based on the available information, the device may have caused or contributed to the reported event. Of note, it was reported that the driveline extension cable was in use during the reported event. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the available information, the reported low flow and "low power" event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed high watt alarm may be attributed to multiple factors including, but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, device thrombus, right ventricular failure and respiratory dysfunction are known potential complications associated with the implantation of a vad. Based on the risk documentation and the available information, a possible root cause of the observed reactivation events can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the observed vad disconnect event may be attributed to a physical disconnection of the driveline from the controller. Based on review of past adverse events for this patient, it was noted that the patient had a history of mild right heart failure post implant. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of an ticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient's consciousness was maintained however breathing became worse and oxygen was not maintained. The patient experienced respiratory failure and ventilator support was required, the patient was re-intubation. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction to coding for the addition of a1409 device code, and e0611 patient code. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) was exchanged. A follow up computerized tomography (CT) scan did not find a thrombus in the left ventricle but did find one at the aortic arch, between left common carotid artery branch and lt. Subclavian artery branch.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and update to b7 for additional relevant history. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow and "low power" event was confirmed through log file analysis which a sharp sustained decrease in power consumption and estimated flows starting on (B)(6) 2020 leading to parameters below the normal operating range. 74 low flow alarms have been logged since (B)(6) 2020. 1 high watt alarm associated with an increase in pump rotational speed was logged on (B)(6) 2020. 1 vad disconnect alarm was logged (B)(6) 2020 at 20:20:48 due to physical disconnection of the driveline from the controller, likely due to the reported "connected the vad to the driveline extension cable" event. A subsequent increase in power consumption and estimated flows was observed on (B)(6) 2020 to baseline parameters. The reported occlusion event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient was hospitalized due to extreme low flows and low power, possibly due to right heart failure (rhf). The patient was treated with an extracorporeal membrane oxygenation (ECMO) due to being hemodynamically unstable. A computed tomography (CT) scan revealed a blockage in front of inflow cannula, it was suspected to be a thrombus. A follow up computerized tomography (CT) scan did not find a thrombus in the left ventricle but did find one at the aortic arch, between left common carotid artery branch and left subclavian artery branch. The patient was moved to the operating room for vad replacement, but flow was restored after the doctor connected the vad to the driveline extension cable, which corresponds with the observed increase to baseline parameters. The vad remains in use and the patient was treated with medications. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the reported low flow and "low power" event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed high watt alarm may be attributed to multiple factors including, but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this even t include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
### A supplemental report is being submitted for additional information and correction. Describe event or problem has been corrected to note a vad exchange did not occur. Additional codes corrected from f1203, f08, f2203, f23, f1905 to f1203, f08, f2203, f23, f2303. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with medications and that the vad was not exchanged. The patient was moved to the operating room for vad replacement, but flow was restored after the doctor connected the vad to the driveline extension cable and the vad restarted. The vad remains in use.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to extreme low flows and low power, possibly due to right heart failure (rhf). The patient was put on extracorporeal membrane oxygenation (ECMO) due to being hemodynamically unstable. A computed tomography (CT) scan revealed a blockage in front of inflow cannula, it was suspected to be a thrombus. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.